Event description:
The caller states that he got a chair a week ago, and when they are in use, any time they go over any sort of small bump, the left side of the chair makes a clicking noise and then the left side of the seat reclines a few notches.